Event description:
It was reported that the ilet was not delivering insulin after a recent replacement of a 23 mm teflon infusion set, and insulin reservoir volume was not decreasing until the user was guided to check for drops and perform a fill cannula, after which insulin delivery resumed. Symptoms included hyperglycemia. Outcomes included the user self-administering 20 units of subcutaneous insulin by pen and subsequent correction of blood glucose. Investigation included remote troubleshooting and user education, including confirmation of flow at the infusion site and execution of the fill cannula step. Investigation of this case revealed that insulin delivery had been interrupted until the cannula was properly primed, consistent with flow obstruction or incomplete priming at the infusion site. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.